Event description:
It was reported that a couple weeks after implant of the device, the left ventricular (lv) impedance was greater than 3000 ohms. The patient was re-admitted to the hospital and an attempt was made to tighten the device's lv setscrew. The lv impedance was varying from zero ohms, to 740 ohms and then to greater than 3000 ohms, and there was no capture. Once it was determined that the lv lead was ok, the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. Performance data from the device was analyzed and revealed that there were 7 patient alerts for out of tolerance subthreshold lead impedance. The file shows 7 alert events fro "lvtip to rvcoil lead impedance > 3000 ohms."